Event description:
It was reported that the plaintiff underwent a right hip revision surgery on (B)(6) 2022 due to elevated cobalt and chrome levels in blood, and low-grade symptoms. Both metal components were explanted during the revision and replaced with tha system from a competitor´s company. It is unknown when the primary right hip bhr resurfacing system was implanted.

Manufacturer narrative:
Complaint internal reference: (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a right hip revision surgery due to elevated cobalt and chrome levels in blood, and low-grade symptoms. Both metal components were explanted during the revision and replaced with tha system from a competitor´s company. The devices, used in treatment, were not available for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. A risk management review was performed for the acetabular cup and femoral head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. With the information provided the clinical root cause of the reported elevated levels of cobalt and chromium cannot be confirmed. No additional documentation related to the reported ¿low-grade symptoms¿ has been provided. A malperformance of the implant cannot be concluded. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.